Manufacturer narrative:
(B)(4). Arjo was informed about enterprise 5000 bed malfunction, which occurred in the trafford general hospital (gb). Following the information provided, some kind of unintended movement (the backrest and knee section of the bed moving up without any command given) occurred with a patient on the bed. No injury no other medical consequences were reported. Upon the evaluation carried out by arjo technician, the part responsible for reported unintended movement was identified. It was observed that when twisted the handset cable (part number (B)(4) manufactured in aug 2016 ), the knee section of the bed lowered without using any buttons. The handset appeared to be damaged as the clip was broken off likely when it had been dropped on the floor. After the handset replacement all functions of the claimed bed were working correctly. To sum up, it was reported that the enterprise 5000 bed did not meet its performance specifications due to unintended movement of the bed. While the issue occurred the bed was being used. The complaint was decided to be reportable in abundance of caution, due to alleged, unintended up movement of the bed although no adverse outcome occurred.

Event description:
Arjo was informed about enterprise 5000 bed malfunction, which occurred in the trafford general hospital (gb). Following the information provided, some kind of unintended movement (the backrest and knee section of the bed moving up without any command given) occurred with a patient on the bed. No injury no other medical consequences were reported.